Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during interrogation of the implantable pulse generator (ipg), the patient went asystolic, experienced syncope and started to seize. It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion and had lost output during interrogation. It was reported that the right ventricular (rv) lead had high impedance. The implantable pulse generator (ipg) was inactivated and replaced. The right ventricular (rv) lead was inactivated and replaced. No further patient complications have been reported as a result of this event.